Manufacturer narrative:
The customer's product has ben requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The customer stated that she received a reading of 118 mg/dl on their precision xtra meter, but she felt like her reading was lower, therefore, she went to the hospital. The hospital received a reading of 70 mg/dl and gave her medication to raise her blood glucose level. In addition, the customer indicated that she was using expired test strips which can cause imprecise readings. There was no report of death or permanent impairment.